Manufacturer narrative:
The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This misalignment caused the formed needle to not fully retract. No abnormalities were seen on the pod download data that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached 240 mg/dl, while wearing the pod between 4 and 24 hours. The needle mechanism did not fully retract as intended during activation. The patient felt pain when giving insulin. The patient reported given themselves short acting insulin during meal time and checking their ketones, which were negative. The patient wore the pod on their leg.